Event description:
The customer reported that during reprocessing of the subject device following an endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) procedure, a red thread approximately twenty centimeters in length came out from the tip of the device after it was washed. After the device was cleaned a second time, a piece approximately one centimeter long came out of the device. Testing of the substance that came out of the device found it was fibrin. The user noted the air and water supply were weak during the procedure. The user also stated the pre-use inspection consisted only of checking balloon inflation. Other pre-use and post-use inspection was not performed. The device was not cleaned at the bedside following the procedure. The device was brought to the washroom following the procedure and cleaned in the sink, brushed, and put in the washing machine. There was no effect on the patient due to the event. This report is for an air/water valve that was in use at the facility at the same time as the endoscope. The endoscope is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, there was a dent in the valve. No red thread-like object was found. The weak air and water supply was also not reproduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible the damage of the subject device (a dent on the valve) was related to the cause of the reported phenomenon. The event can be prevented by following chapter 3 preparation and inspection of the instructions for use which state: "warning: using a valve that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.